Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure there was bleeding around the sheath which required the transfusion of 3 units of packed red blood cells (prbc). The patient initially presented with an ejection fraction (ef) of 25-30%. The medical team chose not to place the patient on cardiopulmonary bypass (cpb) prophylactically and instead decided to forgo balloon aortic valvuloplasty (bav) to reduce the number of rapid pacing runs. Upon deployment of the sapien valve via a transapical approach, the valve moved ventricular and the aortic portion of the frame did not appear to fully expand, resulting in an 80:20 ventricular position and severe central aortic insufficiency (cai). Post valve deployment, the patient¿s blood pressure remained between 30-40. Pharmalogical support was given (levophed, vasopressin, calcium chloride, phenylephrine, amiodarone, magnesium, sodium bicarbonate, lidocaine), chest compressions were initiated, and the patient was placed on cpb. During chest compressions, the physician¿s assistant was having a difficult time maintaining coaxial positioning of the transapical sheath and blood was leaking around the sheath. The sheath was removed and the bypass cannula was placed into the ventriculotomy. The patient developed ventricular fibrillation (vf), which required multiple defibrillations to reverse. Once the patient stabilized, post dilation was performed with a non-edwards balloon. A second post dilation was performed with another non-edwards balloon. However, there was no change in the shape of the valve, so a new transapical sheath was inserted and a second sapien valve was deployed within the first, which resolved the cai. The second delivery balloon ruptured during deployment and could not be retrieved through the sheath. The delivery system, sheath and wire were all removed simultaneously. The patient was removed from cpb and an intraaortic balloon pump (iabp) was inserted. Three units of prbc were transfused during the procedure due to the bleeding around the sheath. The patient¿s hemoglobin reading was normal prior to the procedure, dropped to 6.5 at the beginning of cpb, and was 10.9 at the conclusion of the procedure. The apex was noted to be in good shape when the access site was closed. Four days post tavr the patient decompensated when the medical team attempted to weaned him from the iabp. The medical team attempted to insert a new iabp, but they could not break the vf arrest and the patient expired.

Manufacturer narrative:
Reference manufacturing report numbers 2015691-2014-00365 and 2015691-2014-00366.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, the access site bleeding was due to difficulty maintaining coaxial position of the sheath during chest compressions. There was no reported difficulty inserting or withdrawing the sheath, and the access site was noted to be closed without complication. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.